Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During visual inspection it was noted that the pouch was returned with sample and was returned for particulate matter. Set was visually inspected and noted embedded particulate matter (pm) inside the tubing patient line approximately 6? Down from patient connector. The pm was approximately 1/8? And was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. The complaint was confirmed in the lab for embedded pm and the cause was a manufacturing issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A patient returned a sample to baxter with a note attached stating there was a black spec in the patient line tubing. No patient injury or medical intervention was reported.